Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached the results of our investigation. (B)(4).

Event description:
It was reported that an irrigation and debridement was performed due to infection. The head and the liner were removed.